Manufacturer narrative:
Evaluation summary: the investigation could not verify or identify any evidence of product contribution to the reported problem. Cause cannot be definitively determined. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the guide pin became lodged in the reamer.